Event description:
Device malfunction: deflation difficulty. Time of device malfunction: during procedure. Symptoms/ae: none. It was reported that after successful stent deployment, the balloon did not totally deflate. It was very difficult to remove due to the incomplete balloon deflation; however, the stent delivery system was able to be removed with the guiding catheter. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.